Event description:
It was reported that the patient had their device explanted due to uncomfortable stimulation and shocking at the pocket site. The patient experienced a bee-sting sensation at the lead tip while stimulation was on. Additionally, impedances were found to be within normal limits. It was reported that the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.